Event description:
The user facility reported that during treatment, the set leaked at the connector nearest to the pt bloodline and the pt lost a circuit of blood. The machine alarmed. Treatment was successfully completed with a different priming set. The pt was asymptomatic, did not require medical intervention, and was fine. Sample disposed.

Manufacturer narrative:
The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.